Event description:
A customer stated that a new lot of creatinine_2 reagent was placed on an advia 2400 system and qc was run without a re-calibration being performed. There were no reports of patient intervention or adverse health consequences due to the missed re-calibration on the new reagent lot.

Manufacturer narrative:
The initial MDR 2432235-2012-00241 was filed on august 8, 2012. Additional information (10/28/2013): siemens healthcare diagnostics has investigated the incidence of quality controls (qc) running without a calibration being performed after a new reagent lot is loaded onto the advia chemistry instrument. It has been confirmed that the standard values from the previous lot can be used to generate the calibration instead of producing an error message. Urgent medical device correction (umdc) 10816444 was sent to customers in the united states in november 2013, and urgent field safety notice (ufsn) 10816443 was sent to customers outside the united states in november 2013. The umdc/ufsn is entitled "advia chemistry systems auto-calibration with system-related errors, auto qc, and reagent pack switching," and provides customers with the software versions affected and actions to prevent these issues from occurring. The cause of the qc running without a calibration being performed after loading a new reagent lot onto the instrument is a software problem.

Manufacturer narrative:
A siemens technical service consultant (tsc) reviewed the customer data. It was determined that the user did not properly load the set point chemistry calibrator in the calibration control tray. The customer properly loaded the set point chemistry calibrator and recalibrated the system. The instrument is performing within specifications. No further evaluation of the device is needed.